Manufacturer narrative:
Additional information: g3, h2, h3, h6. The event of needle puncturing the sheath was reported. Two images were submitted for evaluation to product performance engineering, no product was received. The images returned shows the needle puncturing though both the dilator and sheath, the stylet was not engaged through the needle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz/fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the punctured dilator and sheath is consistent with not following the instructions for use.

Event description:
During the procedure, when preparing the device for transseptal puncture, the needle punctured sheath. Another sheath was used to complete the procedure with no consequences to the patient.